Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "patient is an adult male with medical h/o significant for morbid obesity, ef 20-25% and hypothyroidism who presented to the ed with sudden onset chest pain. Due to post vf arrest with known non-ischemic cardiomyopathy, an ICD was indicated. Patient underwent procedure for dual chamber ICD implantation. Difficulties were encountered advancing the wire; thus, a slippery guidewire was used, and the distal end was sheared off likely extra vascularly, attempts to remove it was not successful. Fluoroscopy completed after procedure and was not able to pick up wire. Venogram also completed and confirmed wire was not in vein. Outcome: likely will have minimal to no impact to patient. Patient will follow up with physician as outpatient. The original intended procedure was an ICD implantation. Preexisting characteristics that may have contributed to the event: morbidly obese." Additional information was received on 31 jan 2023: the patient was in stable condition. The procedure was completed successfully. Surgical intervention was not performed. No equipment or other devices were used with the product involved. Additional information was received on 02 feb 2023: there were two (2) ml's of blood loss. The wire was not removed.